Manufacturer narrative:
Customer no longer has the strips.

Event description:
The caller reported obtaining a result of 1.3 inr on the coaguchek xs (serial number (B)(4)) compared to a second result of 1.8 inr. Separate fingersticks were used for the two results. The results were reported as being only minutes apart. There was no treatment reported and the customer's medication was not changed based on these results. The result of 1.3 inr was obtained using coaguchek xs strips with the lot number of 23194922 and an expiration date of 05/31/2016. The result of 1.8 inr was obtained with the coaguchek xs strips with the lot of 20078221 and the expiration date of 09/30/2016. The customer is not on heparin or any direct thrombin inhibitors. The customer does not have any antiphospholipid antibodies. There was no special or unusual diet reported. The customer's therapeutic range is 2.0-3.0 inr. The customer is stable. There was no adverse event. The return of the suspect devices was requested. For the vial with strip lot number 23194922 there was only one strip left at the time of testing so all that is left is the empty vial. The replacement product was sent. This medwatch is for the result with the coaguchek xs strips with the lot number of 23194922. Please see the medwatch with a1 identifier pt-07511 for the medwatch for the result taken with the coaguchek xs strips with the lot number of 20078221.

Manufacturer narrative:
The customer returned one empty strip vial (lot 231949 with an expiration of 5/2016). Testing of the suspect strips could not be performed since the customer returned an empty vial of strips. The customer returned one coaguchek xs meter (serial number (B)(4)). It was tested with the master lot strips (lot number 230734) compared to results from a retention meter in the investigation unit. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The customer allegation could not be substantiated. Testing of the strips could not be performed since the customer returned and empty vial of strips.